Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer

Event description:
It was reported that surgeon revised cup in patient's left hip due to shell loosening. Intraoperatively surgeon noted that shell was completely disassociated from patient's acetabulum.

Manufacturer narrative:
An event regarding loosening involving a tritanium shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as no patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because the device was not returned and no patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised cup in patient's left hip due to shell loosening. Intraoperatively surgeon noted that shell was completely disassociated from patient's acetabulum.